Manufacturer narrative:
The zoll suk catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported during patient use, 28 to 30 hours after the catheter was placed into the patient body, the console exhibited an air trap alarm, blood was noted on the saline bag and a leak was suspected. The suk and catheter was removed however were not replaced. No patient harm or consequence was reported. Reference MFR # 3010617000-2017-00821 for catheter.

Manufacturer narrative:
During visual inspection, blood was noted inside the returned suk confirming the customer reported complaint. No additional testing was performed with the suk because the leak was found with the returned quattro catheter. Reference MFR 3010617000-2017-00821 for catheter.